Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique due to a posterior leaflet flail and difficulties with visualization, respectively. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the deployed clip ((B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A posterior leaflet flail was noted prior to the procedure. One clip was implanted and the mr was reduced to 2-3. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve. Imaging was noted to be challenging, but leaflet assessement was confirmed. The second clip was implanted medial and the mr was reduced to 1-2. It was difficult to see the posterior leaflet due to imaging. After the clip delivery system (cds) was removed, the mr increased to 2-3. It was observed that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was confirmed to be clinically stable and no further treatment was performed. Two clips were implanted, reducing the mr to 2-3. No additional information was provided.